Event description:
The reporter stated the surgeon inserted a +23.5 diopter cc4204bf collamer plate lens and the lens tore off in the cartridge. The incision was enlarged and the lens was cut in half to remove. A same type lens was implanted and three sutures were required to close the wound. The pateint had transitory corneal edema. The current patient condition is good.

Manufacturer narrative:
Distal section (in relation to physician) of delivery pusher was returned to manufacturer with proximal section of coil still attached. Proximal section of delivery pusher was discarded by user and not returned to the manufacturer for evaluation. Detachment controller used to detach coil was discarded by user and not returned to manufacturer for evaluation. Visual and performance testing was conducted on the returned section. No issues were identified with the coil/pusher detachment zone.